Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is broken. Analysis also found the upper and lower cases and the lcd lens are broken. Battery release, side bail covers, ring cover, and the battery drawer are contaminated. Lead flex cover is corroded, battery contacts are compressed, keyboard is scratched, and serial number label is torn.

Event description:
It is reported the screen is cracked. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.